Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the setscrew marks on the connector pin were too proximal. The analyst commented that there was only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device.

Event description:
It was reported that right ventricular (rv) lead thresholds and impedance were rising. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.